Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 800 underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. The cuff tab was noted as having been cut, likely done to aid with the removal during explant. Inspection of the remainder of the device did not reveal any anomaly that would affect the functionality of the cuff. The pump was visually and microscopically examined and tested for leaks; however, no damage was noted in the component. Visual and microscopical inspection of the balloon did not identify any abnormality. The balloon passed the leak test. Upon functional testing the balloon did not perform as intended as it measured at 73.7 cm h2o for product specifications withing 61-70 cm h2o. Based on the information available and analysis results, the balloon having a higher pressure could have led to the ams 800 needing to be replaced.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement. It was indicated that the device was just old. There were no patient complications.